Event description:
A journal article was reviewed which contained information regarding this patient¿s implantable cardioverter defibrillator (ICD). The article indicated that the patient died at home and had not used the remote monitoring system for transmissions for ¿several weeks¿ prior to death. The article also noted that the patient¿s family had refused an autopsy and the device was not able to be recovered. Further follow up did not yet yield any additional information. The cause of death has been requested and not yet received.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The date of death is purely an estimate, as there is no direct correlation with a device serial number. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: a pilot study to assess benefit of atrial rhythm control after cardiac resynchronization therapy and atrioventricular node ablation. Pace pacing and clinical electrophysiology. 2015;38(2):275-281. (B)(4).

Event description:
Additional information was received through follow up with the author who indicated that there "was nothing to suggest that medtronic products were related to the death or in any other events."

Manufacturer narrative:
This information is based entirely on journal literature and the subsequent follow up information obtained from the author. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: a pilot study to assess benefit of atrial rhythm control after cardiac resynchronization therapy and atrioventricular node ablation. Pace pacing and clinical electrophysiology. 2015;38(2):275-281. (B)(4).